Event description:
Plaintiff alleges that she developed type-1 latex allergy by exposure to latex protein in gloves. She alleges suffering from allergic rhinitis, dermatitis , shortness of breath itchy and wattery eyes wheezing systemic asthma and urticarla. Further alleges she has suffered a great loss and depreciation of her earnings and earning capacity.